Event description:
It was reported when using the bd pyxis medbank unable to issue the medication with the validation code. The customer reported that the v code provided by the pharmacy was ineffective, preventing them from removing the medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a problem with the settings of the "v" code. The technical support specialist established a minimum length of eight for the "v" code and verified that the customer is now able to override medications. The system functioned as intended after the technical support specialist troubleshooted the device.